Manufacturer narrative:
Concomitant medical products: product ID: 5554-53 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use noise was observed on the right ventricular (rv) pace/sense lead causing inhibition of pacing and seen as ventricular fibrillation (vf). The rv pace/sense lead was explanted and replaced. No patient complications have been reported as a result of this event.